Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the m.blue, and a damaged membrane of the reservoir were determined. Permeability test: a permeability test has shown that the shunt system is permeable. During the test, fluid leaked from the damaged membrane. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the m.blue operates not within the accepted tolerances in the vertical position. However, the progav 2.0 operates within the specified tolerances. An accelerated outflow of m.blue was determined. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, organic deposits were found. Summary of the investigation results: according to the results of the investigation, an accelerated outflow of the m.blue was detected. The visible deposits led to the functional deviation. On the progav 2.0, we can determine visible deposits. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The investigation of the control reservoir revealed a damaged and consequently leaking silicone membrane. It can be ruled out that such damage occurred before the product was shipped. All products undergo a visual inspection, and any products with such damage are rejected before sterilization and shipment.

Event description:
It was reported that a m.blue plus (#fx824t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.